Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis. The customer could not recall her blood glucose reading at the time of admission. The customer stated that she passed out prior to the event. The customer had been experiencing high blood glucose levels for (B)(6). The customer declined any troubleshooting, and requested a replacement insulin pump. Nothing further was reported.